Event description:
The consumer was coming out of his van on the automatic ramp, when the chair allegedly tipped forward, the footrests caught on the ground, and the consumer allegedly flipped forward out of the chair. The consumer sustained a broken leg as a result of the alleged incident.

Manufacturer narrative:
Consumer was reportedly transgressing their van ramp, when incident had occurred. Ramp angle and terrain are unk. Information indicates the seat positioning strap was not in use. Current user guide covers this area. Chair was serviced and remains in use. Manufacturer offered to bring chair back for service user did not want to return chair due to tie down system the consumer had added to the chair. Unk if this modification had contributed to the alleged event. Chair remains in use. See scanned page.